Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: the battery cap threads were stripped and the cap was unable to secure to the returned pump or a test pump. The test cap was able to secure for testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap was damaged. This report is made based on results of investigation completed on 21-feb-2018.